Event description:
A malfunction was reported with the tandem pump, specifically indicating malfunction code 16. The caller declined to provide information regarding the impact on blood glucose levels, and it remains unknown whether the level exceeded 500 mg/dl. After efforts to reset the pump were unsuccessful, technical support assisted the customer and decided to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery until the new pump arrived. The faulty pump was to be returned using a pre-paid label within 10 days, after putting it into storage mode.